Event description:
It was reported that there is a leak in gasket around the front cover. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, tank cover, line cord, and front cover. Functional testing found the device was leaking from the reservoir due to a gasket wasn't sitting correctly in the tank cover therefore didn't create a good seal. Unable to determine what caused the gasket to become mis-aligned in the tank cover. Replaced the tank cover gasket, printed circuit board, enclosure, tank cover, line cord, and front cover. Device passed all functional testing.